Event description:
The device was used during a lobectomy. The surgeon stated the device "is defective-improper forming of staple." The surgeon had to oversew the staple line. Another device was opened to complete the case. The rep has been unsuccessful at obtaining any other info. There was no consequence to the pt. 10/7/96 no buttressing material was used.